Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no tearing or peeling was observed. The keypad was worn and the up arrow, down arrow, and ok symbols were illegible, which has no effect on insulin delivery function. During testing, the down arrow key was intermittently unresponsive. All other keypad buttons functioned appropriately. The keypad cover was removed and evidence of contamination was found underneath all of the button contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. When the display was replaced with a test display, the display functioned properly. Also unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.